Event description:
Customer's father reported that the insulin pump was exposed to pool water and then alarmed for a button error. The blood glucose reading was 306 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had moisture damage on the electronics, minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.